Event description:
The infusion pump was received at a service facility with a note stating "pump not infusing even though it says it is." No add'l info was able to be obtained. No pt injury was reported.